Manufacturer narrative:
A ge oec service rep investigated the issue and the collimator was found to be damaged and was replaced as well as the hv assembly that had been replaced by the customer. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had the collimator hv cable replaced by the customer and requested oec fse check system.